Event description:
The instrument was used during a thoracotomy/lung resection. It was reported the surgeon fired a tx vascular stapler across the pulmonary vessel. The staples did not form properly. The vessel was cut when the stapler released. The pt experienced 500-1000cc blood loss. The pt did not receive any blood transfusions and the case was completed with a competitor instrument (3m pi).

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: anvil pocket condition good, cartridge batch number k4682m, cartridge condition damaged, cartidge positioned properly no, closure trigger position open, driver condition good, firing trigger position open, handle shroud condition good, hook/anvil condition good, proper cartridge yes, retaining pin arm condition good, retaining pin condition good, staples present 3 formed on anvil. Functional tests & results: cartridge lockout functional yes, closure stoke functional yes, firing trigger lockout funtional yes, instrument cycled yes, staples fire properly yes, staples form properly yes, test cartridge batch number k4704m. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident may have been due to cartridge being improperly aligned with cartridge guides when inserted. This is evidenced by instrument being returned with cartridge mispositioned on cartridge guides and with cartridge rear cap broken off. It should be noted that instrument will not function properly if cartridge is improperly aligned with cartridge guides and is not loaded properly. Instrument was reloaded with a reload cartridge and it fired and formed all staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.